Manufacturer narrative:
The device was not returned to zoll medical corporation; however, the device logs were provided for further investigation. The reported issue was confirmed in the log review. Technical support determined that the blower assembly was the root cause of the reported malfunction.

Event description:
It was reported that before use, the device was experiencing technical failure alarms 316 and 401. No patient involvement was reported.